Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing at the user facility, the subject device tested positive for the following six kinds of bacteria (>100cfu): enterobacter cloacae complex, pseudomonas aeruginosa, acinetobacter baumannii, klebsiella pneumonia, escherichia col, and citrobacter freundii. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. Olympus (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. In the test, the suction channel of the subject device tested positive for corynebacterium sp. (1cfu). And the auxiliary water channel of the subject device tested positive for sphingomonas paucimobilis. (1cfu). This microbiological test result meets the target level* of the (B)(6): elements of quality assurance in health related to the microbiological of endoscopes control and traceability in endoscopy¿. * the target level in french guideline means the level of quality which aims to ensure and maintain normal safety and working conditions in a controlled environment.